Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with a infection called cellulitis. For treatment, the lump was cut open and swabbed. The patient was prescribed a antibiotic to be taken 3 times a day for 7 days. The pod was worn longer than 48 hours on the leg. The patient's blood glucose (bg) value were over 250 mg/dl. The pod was removed and discarded. The patient was discharged after 7 hours.